Event description:
Breast augmentation, first in 2004, I became aware my breast were smaller and different sizes. In 2009, I contacted the doctor that put my implants in. The mcghan saline-filled implants. I felt they were leaking. He also said he felt that was his concern, so he contacted the company; they replaced the one which was the smaller one. He said he replaced it with a 450cc which he filled to 520cc. I had concerns because the left breast is much noticeable larger. I had my visit today, and he also can see a very noticeable difference between the two. My concern is they were both leaking, and now that he replaced the one with the right amount, he can see that the other one was leaking. My tissue in my chest hurts. He wants me to wait for a month to see if there is swelling in my left breast to compare it to the right breast to get it covered in the warranty, if it is leaking and it is causing me problems. I feel this needs looking into. Above, I checked permanent damage. I don't know with this leaking and the implant being smaller, if there will be any permanent damage to my tissue. Dates of use: 5 yrs 35 days, 2004 - 2009. Diagnosis: leaking implants.